Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance. A fluoroscopy found no signs of lead fracture. The lead remains implanted.